Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted frail leaflets. The first clip delivery system (cds 00403u178) was advanced to the mitral valve, and the clip was deployed. However, an additional flail was observed. A second cds (00417u102) was advanced to the mitral valve to further reduce mr and attempt to treat the flail, but when the grippers were lowered, the gripper cap with no tactile marker came off, and the latch came off with it. The cap/latch was placed back on the gripper lever, and the procedure continued. However, the clip could not grasp the leaflets. The cds was removed with the clip attached. A third cds (00407u105) was advanced to the mitral valve; but the clip could not capture the leaflets. Then it was observed, that the first clip (00403u178) became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The third cds (00407u105) was removed with the clip attached. The slda remained implanted, and mr was 4. The physician stated that the tissue around the slda clip looked deteriorated. This caused a clinically significant delay in the procedure and the physician decided to send the patient to surgery. The patient remained hospitalized longer and under went a mitral valve replacement. The procedure was successful, and the patient is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. All available information was reviewed and the reported single leaflet device attachment (slda) was due to anatomical challenges. The reported unchanged mitral regurgitation (mr) was a result of the reported slda. The reported tissue damage was also an effect of the reported slda as the physician stated that the tissue around the slda clip appeared deteriorated. The reported patient effects of tissue damage and unchanged mitral regurgitation as listed in the mitraclip system gen 4 instructions for use, are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment, delayed therapy/non-surgical treatment, surgical procedure and hospitalization were a result of case specific circumstances as it was reported that an additional clip was implanted, there was clinically significant delay in the procedure, the patient was hospitalized for longer time and underwent a mitral valve replacement surgery. There is no indication of product issue with respect to manufacture, design or labeling.